Manufacturer narrative:
Additional information: b5, d6a, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the medical staff inserted a blood purification central venous catheter in the patient. About 2 minutes a fter the catheter was inserted, the patient developed severe redness and swelling in the skin around the puncture. There was no leak. There was no luer adapter issue. There was nothing unusual observe on the device prior to use, and there were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no excessive force used on the device. Flushing was done with general heparin saline prefilled with catheter heparinization result. Iodophor was used as cleaning agent on the device. Skin disinfection was performed using iodophor on the insertion site prior to product placement. Tego was not utilized. The catheter was immediately replaced with a new venous catheter to resolve the issue, and medical and surgical treatment were given to avoid the mentioned permanent damage. It was stated that the doctor did not used our product and the surgery was done using a different brand of temporary catheter. The procedure was completed after resolving the issue. The patient was given anti-allergic treatment, injected methylprednisolone, and 250 ml(milliliters) of sugar calcium were provided as medication, and catheter insertion with tunnel and polyester sheath were provided as the procedure given to patient due to severe redness and swelling. There was no blood loss, and no blood transfusion was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the medical staff inserted a blood purification central venous catheter in the patient. About two minutes after the catheter was inserted, the patient developed severe redness and swelling in the skin around the puncture. There was no leak. There was no luer adapter issue. There was nothing unusual observe on the device prior to use, and there were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no excessive force used on the device. Flushing was done with general heparin saline prefilled. Iodophor was used as cleaning agent on the device. Skin disinfection was performed using iodophor on the insertion site prior to product placement. Tego was not utilized. The catheter was immediately replaced with a new venous catheter to resolve the issue, and medical and surgical treatment were given to avoid the mentioned permanent damage. It was stated that the customer used a temporary catheter from another brand. The procedure was completed after resolving the issue. The patient was given anti-allergic treatment, injected methylprednisolone, and 250 ml(milliliters) of sugar calcium were provided as medication, and catheter insertion with tunnel and polyester sheath were provided as the procedure given to patient due to severe redness and swelling. There was no blood loss, and no blood transfusion was required.